Event description:
It was reported that pump housing and usb port were damaged, which affected ability to charge pump, although pump had not shut down due to issue. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and to rely on alternate insulin method if necessary, while tandem technical support confirmed warranty coverage, arranged shipment of replacement pump, and confirmed address and delivery details; customer was instructed on placing pump in storage mode, returning problematic pump within 10 days using provided materials, and programming pump settings and reconnecting continuous glucose monitor on replacement pump, which customer understood and acknowledged.